Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with multiple auto mode switch (ams) events. Several of the ams events were due to atrial lead noise. Patient appear to be dependent when paced at 40bpm. Programming changes were made.